Manufacturer narrative:
Service confirmed the tip failed leak and visual testing. No functional test was performed. Dielectric breakdown was observed. Photographic evidence confirmed burn-through of the flex circuit membrane during treatment tip evaluation. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Manufacturing records showed all requirements were met. Further investigation is underway.

Event description:
During a thermage treatment, around 950 pulses into the treatment, while the doctor was in between administering pulses a spark was emitted through the membrane of the thermage treatment tip. The spark occurred while the tip was not in contact with the patient. The patient was not harmed in any way. The doctor did not continue the treatment due to the thermage tip membrane being damaged.

Manufacturer narrative:
The treatment was returned for evaluation. Service confirmed tip failed leak and visual testing. No functional test was performed. Dielectric breakdown was observed. Images show membrane damage on the rf trace. Investigation found flame/spark from tip membrane are caused by by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Manufacturing records showed all requirements were met. No harm to the patient was indicated. Photographic evidence confirmed burn-through of the flex circuit membrane during treatment tip evaluation. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.